Event description:
The customer reported the system displayed communication error. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltages were verified and fuse 2 was reseated. The system was tested and found to be working as intended, and put back into service.